Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient stating that their adaptive stimulation settings were all reset to 0 ma after reprogramming on (B)(6) 2018. Patient declined visit and reset the positional settings herself. Patient felt better. Additional information was received from healthcare professional of a clinical study. It was reported that it was not determined what the cause of the event was, but after review of the interrogation report from (B)(6) 2018, all the adaptive stim settings were set to 0.0 ma for group a. It was a possible programming error. Patient has since had a reprograming and the issue has resolved. No patient symptoms reported. No further complications were reported as a result of this event.